Manufacturer narrative:
The device will not be returned for evaluation as its location is unknown; however, x-ray images and post surgical documentation has been provided for evaluation. Evaluation is currently in progress. No conclusions can be drawn at this time. A supplemental report will be submitted once the evaluation is completed.

Event description:
Preliminary review of a patient provided x-ray revealed that the proximal locking screw backed out approximately 1cm. It was previously reported that the patient presented with pain and an inability to walk. In addition there was a non-union of the osteotomy and lengthening site and severe muscle atrophy. No additional information is available at this time.

Event description:
No additional information has been provided.

Manufacturer narrative:
Additional data: h6, h10. The unit was not returned to nuvasive for investigation. During evaluation of the provided radiographic images, it has been noted that the superior locking screw appears to have backed out approximately 1 cm with a visible tract in the medial femoral neck which confirms the reported failure. The reported muscle atrophy cannot be confirmed as there is no muscle atrophy visible in radiographic pictures.